Event description:
It was reported while using the bd sars-cov-2 assay, the bd max¿ system, bd max¿ instrument produced increased false positive results. Confirmatory testing was done. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "increased false positive rate on instrument. High false positive rate on all instrument systems. "

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd sars-cov-2 assay, the bd max¿ system, bd max¿ instrument produced increased false positive results. Confirmatory testing was done. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "increased false positive rate on instrument. High false positive rate on all instrument systems."

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive¿. Customer reported that they are receiving high rate of false positive results and unable to use the instrument. Customer reported that they have increase false positive rate on all instruments in their lab. The instrument was replaced along with the other three instrument in the lab. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 25sep2012, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause is cannot be determined with the information provided. Complaint is unconfirmed as the information provided does not allude to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.